Manufacturer narrative:
A direct relationship between the device and the reported gi bleed could not be determined. Although the report of elevated power and flow was confirmed via the submitted log files, a specific cause could not be determined. The majority of the events captured in the submitted system controller log files were routine power exchanges, pi events, and data logger events. There were several instances of elevated power (up to 12.5 w) and flow (up to 12.0 lpm) occurring throughout. These elevations appeared to occur during pi events. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log files. The submitted log files appeared to show the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a gastrointestinal bleed. It was reported that the pi events elevated powers were related to the gastrointestinal bleed. Push enteroscopy revealed 2 bleeding arteriovenous malformations (avms) in duodenum and bleeding nodule in stomach. A total of 4 clips were applied. It was reported that the patient doing well post procedure. No additional information was provided.